Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years and 9 months following the implant of this transcatheter aortic valve structural valve de terioration specific to predominant unspecified aortic regurgitation without hemodynamic deterioration was identified. Patient symptoms were not reported. Eight days later a valve-in-valve revision occurred with a non-medtronic transcatheter valve.

Manufacturer narrative:
Updated data: b2, b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that prior to the valve-in-valve (viv) shortness of breath, fatigue and ankle swelling dev eloped. The transthoracic echocardiogram (tte) performed prior to the viv identified a mean aortic gradient (mgv2) of 5.05 millimeters of mercury (mm hg), an aortic valve area (ava) of 2.90 centimeters squared (cm2), a max aortic valve velocity (v2) of 1.39 mete rs per second (m/sec), severe aortic transvalvular and severe total aortic regurgitation, mild mitral regurgitation (mr) and moderate tricuspid regurgitation (tr). Hospitalization was required as result of this event. The patient was discharged 10 days following a dmission.